Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and the right ventricular (rv) leads exhibited over-sensing and noise was noted on arm movement. Leads fracture was confirmed for both leads. The leads were removed and replaced. No patient complications have been reported as a result of this event.